Event description:
Smiths medical hypodermic needle-pro syringe and needle. When administering a vaccine, needle detached from syringe and stayed in patient's arm. Luer-lock also weak when drawing up medication from vials. FDA safety report ID # (B)(4).